Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was slightly higher. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.